Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed loss of ventricular capture was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.